Event description:
The caller reported that the tracheostomy tube had been pretested and lasted for less than a day. It failed with a cuff leak and they had to change to a new tracheostomy tube.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the lot number or the device. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.